Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. This investigation will be assigned the most probable root cause classification of anticipated procedural complication. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting procedure, the pt experienced restenosis. The target lesion was located in the mid right coronary artery (rca) with 80% stenosis, a length of 30 mm, and a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and successful placement of a (B)(4) study stent. Residual stenosis was 10%. The pt had a non-target lesion located in the graft left-posterior descending artery treated with a 3.5 x 16 mm taxus express (des) stent during the index procedure. The pt was discharged 2 days later on aspirin and clopidogrel. The pt underwent a stress test and nuclear imaging (B)(6) 2008. The stress test revealed non-specific chest discomfort with no significant ECG changes and moderately impaired exercise ability. The nuclear imaging test revealed severe ischemia of the inferior segment, moderate ischemia of the anterior and septal segments, and mild hypokinesis of the inferior and inferoseptal segments with lvef of 50%. At 1705 days post index procedure, the pt was admitted for eval following the abnormal stress test. He has reported a 3 month history of intermittent, burning chest pain that increases with exertion and associated with shortness of breath and fatigue. Core lab report notes 80% stenosis of the mid rca. Treatment consisted of placement of a 3.0 x 12 mm liberte bare metal stent in the distal rca with 0% residual stenosis. The svg to om1 was patent with 90% stenosis at the distal anastomosis to the om. This was treated with angioplasty after two stents failed to cross the lesion resulting in 70% residual stenosis. During the procedure, the pt had an intraaortic balloon pump inserted due to hemodynamically instability. Post procedure, the pt experienced retroperitoneal bleed and hemodynamic shock and ruled in for a myocardial infarction (mi). The pt experienced an st elevation mi. Cardiac enzymes were not consistent with the protocol definition of a mi. ECG showed st elevation in ii, iii, and avf. The pt was discharged 8 days later on aspirin and clopidogrel.